Manufacturer narrative:
Device evaluation by manufacturer: a 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(4) and ctnl2 test cup lot i619363 from 11-feb-2018 through aware date 11-mar-2019. There were three similar complaints, including this event, found during the searched period. The st aia-pack troponin (ctnl2) application analyte manual states: specimen collection and handling. Heparinized plasma is required for the assay. Citrated plasma should not be used. No special patient preparation is necessary. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20°c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. Due to clinical procedures such as the administration of anti-thrombolytic agents to patients for whom this test may be requested, and the fact that this test is often ordered on a stat basis, the possible presence of fibrin in the samples is a real concern. Since fibrin can cause either a false negative result by decreasing the actual sample used in the assay or a false positive result when fibrin clots formed during the assay prevent proper washing before final measurement, extreme care must be taken to assure that samples are free from fibrin. Sample filters are suggested. The sample required for analysis is 50 [?]l. Limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Troponin I results should never be used as the single determining factor in treatment of the patient. Physicians should be made aware that published literature indicates possible interference in troponin I assays - i.e. Both false positive and false negative results.16, 17 studies on patients diagnosed with myocarditis and dilated cardiomyopathy indicate that disease specific cardiac autoantibodies may be present in the serum and plasma of these and other patients. 18-20 autoantibodies are generated against cardiac proteins and this could potentially cause false negative results if the autoantibodies produced interfere with the epitopes utilized in a particular manufacturer's assay. Patient samples may also contain human anti-mouse antibody (hama) due to either natural antibody production or antibodies produced in response to therapy regimens. Hama may cause either false positive or false negative results in assays using mouse monoclonal antibodies. Other heterophile antibodies are also known to interfere in assays of this type. St aia-pack ctni 2nd-gen has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Results from this or any other in vitro diagnostic procedure which do not correlate with the clinical presentation of the patient should be interpreted with extreme caution. The use of a single ctni result on a patient should be discouraged. As with the other cardiac markers, a temporal pattern of rise and fall over time should be observed to aid in accurate interpretation of the results. Users are reminded that elevations in ctni can occur for reasons other than myocardial infarction, and lack of a ctni value over a certain value does not preclude ami or serious cardiac injury. Assays from various manufacturers may yield different results. Reactivity of the epitopes used in the assay vary with the form of ctni present in a specific specimen. Also, assay calibration between manufacturers is not standardized. Using st aia-pack ctni 2nd-gen, the highest concentration of troponin I measurable without dilution is approximately 115 ng/ml, and the lowest measurable concentration is 0.06 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 115 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 115 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. No patients with skeletal muscle disorders were studied. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to improper specimen handling by the customer.tr

Event description:
A customer reported a discrepant troponin (ctnl2) patient result on the aia-360 instrument. The customer reported that the initial result was 0.9 ng/ml (cutoff range 0.64 ng/ml) but when it was repeated, the result was <0.06 ng/ml. The customer stated that the positive result was not reported as the repeated result of <0.06 ng/ml fit with the patient's clinical history. The biorad (br) quality controls (qc) lot 23650 for level 1 and level were in range. The ctnl2 test cup lot i619363 was calibrated with a result of 0.08 ng/ml, and the quality assurance rate was 0.1 ng/ml. The customer stated that they use lithium heparin tubes, mix and spin for 5 minutes at 4000 rpms. Technical support (tss) informed the customer that fibrin caused by anti-thrombolytic given to patients could cause false negative or false positive results. As a result, the customer was advised to pipette the plasma off or immediately filter the plasma. The customer stated that they had not done this. Tss also instructed the customer to run a precision study to verify the instrument's sampling. Upon follow-up, the customer stated that the precision results were acceptable with no evidence of carryover or any sampling issues. The customer reported that moving forward, they will also spin their heparinized plasma loner and separate the plasma off of the cells before along with retesting any samples with results >0.64 ng/ml. There was no indication of patient intervention or adverse health consequences due to the discrepant troponin (ctnl2) patient results results.